Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an coil embolization interventional procedure using an 8f sheath. Reportedly, the suture broke during knot advancement with the knot trimmer. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture broke during knot advancement with the knot trimmer¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment and not all components were returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulty and subsequent treatment is likely due to the circumstances of the procedure. In this case, it is likely that excessive suture tension or suture/ nick damage occurred during knot advancement; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.